Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03857.

Event description:
It was reported the threads of the shell inserter broke. No patient involvement. Found in the cpd department. Attempts have been made, and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated. Upon visual inspection the tip of both inserters had fractured and there was impact marks visible on both devices. Sem testing/analysis confirmed the inserter material to be consistent with 455 stainless steel alloy. The fracture surface features of the threaded inserter align with those reported in the summary of failure analysis of threaded. The common failure mode for the threaded inserter tips presented in this summary is bending overload of the threaded tip, some of which may have also had minimal threads engaged at the time of fracture. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.